Event description:
A customer reported obtaining unexpected negative reactivity for a known anti-jka sample with capture-r ready-screen (3), lot r288, on galileo echo m00810.

Manufacturer narrative:
A visual review of initial testing results for the unexpected negative reactivity showed that cells ii and iii visually appeared positive. The presence of the jka antigen was confirmed on retention product. The customer was made aware of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.